Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (300-505 mg/dl). System check with tandem technical support was performed and the pump functioned as intended. Contact reported the pump settings were set incorrectly, and believe this to be the cause for elevated bg levels. Tandem technical support guided the contact through adjusting the pump settings. Customer delivered a bolus to address elevated bg levels.